Manufacturer narrative:
A ge service representative performed an on site investigation and installed a sbc repair kit, loaded release 10 software and calibration files. The system was found to be operating as intended.

Event description:
The customer reported the 6800 system has boot up issues from the hard drive. No pt injury was reported.